Event description:
The customer observed falsely elevated alinity I free t4 results for a 41-year-old male patient. The following result were provided: (customer provided reference range 9.00-19.05 pmol/l), sid (B)(6) initial result = >64.35 pmol/l, repeat result (ai04451) = 13.27 and 14.60 pmol/l. Additional lab results provided: tsh, ft3 were normal, atpo negative. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product. The field service representative aligned the wash zone probes and cleaned the wz probe tubing to resolve the issue. The wash zone probe was deemed the cause for the alinity I processing module generating the false elevated free t4 result. The module function was verified with a control/precision run. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false elevated free t 4 patient results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with wash zone probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the wash zone probe was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for a 41-year-old male patient. The following result were provided: (customer provided reference range 9.00-19.05 pmol/l) sid (B)(6) initial result = >64.35 pmol/l, repeat result ((B)(6)) = 13.27 and 14.60 pmol/l. Additional lab results provided: tsh, ft3 were normal, atpo negative no impact to patient management was reported.